Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ crease folding of implant: observed. ¿ malposition: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported, via regulatory agency, left-side "folds, waves, rotation, capsular contracture baker grade iii". Healthcare professional later additionally confirmed "hard and deformed" and capsular contracture baker grade iii confirmed via mammogram. Device was explanted.

Event description:
Healthcare professional reported, via regulatory agency, left-side "folds, waves, rotation, capsular contracture baker grade iii". Healthcare professional later additionally confirmed "hard and deformed" and capsular contracture baker grade iii confirmed via mammogram. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Cont e1 phone number (B)(6).